Event description:
Case description: a non-valid suspect product insulin from an unknown start date for "drug use for unknown indication" batch number of insulin: asku. Action taken to insulin was reported as unknown. Investigational result: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available. Insulin:batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated: -investigation result updated. -device tab, addendum tab and med watch form updated. -narrative updated accordingly h3 continued: evaluation summary: investigational result: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), wife's blood sugars are high around 9.2 every day [blood glucose increased], pens are inaccurate [device malfunction], pens have issues with slipping [device dislocation], this serious spontaneous case from the (B)(6) was reported by a consumer as "wife's blood sugars are high around 9.2 every day(blood sugar increased)" with an unspecified onset date, "pens are inaccurate(device malfunction)" with an unspecified onset date, "pens have issues with slipping(device slipped)" with an unspecified onset date, and concerned a female patient (age was not reported) who was treated with novopen (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index were not reported. Medical history was not provided. It was reported that, on an unknown date, the patient was hospitalized as the patient blood sugars were high around 9.2 every day (units not reported). The hospital have said that novonordisk pens (novopen) were inaccurate and that the pens have issues with slipping so they don't like to use them, but the caller explained that they didn't believe the hospital as blood sugars high and the hospital were using a different blood monitoring machine and a different insulin to what patient usually uses. The patient using insulin along with pan which was not specified. Batch number of novopen: unknown. Action taken to novopen was reported as unknown. The outcome for the event "wife's blood sugars are high around 9.2 every day(blood sugar increased)" was unknown. The outcome for the event "pens are inaccurate(device malfunction)" was unknown. The outcome for the event "pens have issues with slipping(device slipped)" was unknown. Preliminary manufacturer's comment: the suspected device has not been returned to novo nordisk for evaluation. No conclusion is reached.